Event description:
It was reported that during a hypogastric artery embolization, the diagnostic catheter tip detached. The physician used a right contra-lateral access in order to reach the left hypogastric artery. "When he advanced the catheter to the aorta and tried to drive it to left femoral, he saw the catheter tip moving out of the way; the tip stayed at left femoral." The physician subsequently "used left access trying to remove the tip, which broke again in two pieces. He could remove one of them; the other remained at left hypogastric artery." The procedure was not completed. The current pt status is reported as "good." Further info has been requested about this event.